Manufacturer narrative:
The device with the lens was returned loose in the carton. The plunger lock and lens stop have been removed. A large amount of viscoelastic was observed in and on the outside of the loading area. The plunger was oriented correctly. The lens was under the plunger in the loading area. The lens may have been placed back in the loading area for return. Both haptics were broken. One was returned adhered to the right side top of the nozzle entry area. The other haptic was not returned. The optic edge has a portion broken not returned. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. The root cause for the reported lens stuck may be related to a failure to follow the IFU. A large amount of viscoelastic was observed in and on the outside of the loading area. The device may have been overfilled. If the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. The IFU instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. A non-qualified viscoelastic was indicated. The IFU instructs: during device preparation and implantation of the company iol with preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Lens may become stuck in the device: if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to become ¿stuck¿ in the device due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. The manufacturer internal reference number is: (B)(4).

Event description:
A theatre practitioner reported that a lens was stuck on the injector. Additional information was received. The surgery was completed using another lens. There was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).